Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from heathcare professional. It was reported that patient was new to the practice on (B)(6) 2016 and device was non-functional at that time. It was unknown when patient first start experiencing the implantable neurostimulator (ins) being non-functional. Patient symptoms, cause and actions/troubleshooting performed in regards to the ins being non-functional were unknown.

Manufacturer narrative:
Product ID 39565-65 serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, and a spouse regarding a patient implanted with a neurostimulator. It was reported that the patient had their ins explanted due to being non-functional. The explant took place (B)(6) 2017, it was noted that a new pain device was implanted, but that it was through a different manufacturer. Follow up being conducted for additional information. No further complications were noted or anticipated.